Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined. Advised patient to call patient services if needed to troubleshoot potential issues with recharging. The issue was resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Rep mentioned a pt's ins was at an angle and slanted in the pocket since implant date. Rep stated it looked like the external equipment was working properly, but pt had to turn the recharger at an angle to get the recharger to consistently make connection and charge the ins. Rep stated the ins was also implanted too deep. Rep stated pt had to constantly press "try again" and took a long time to charge the ins. Rep stated could have to do with swelling. Technical services (tss) discussed use of belt and rep stated the pt had tried the belt, but the belt did not keep the recharger at the appropriate angle to recharge slanted ins.